Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: .3006705815-2017-01028. The patient reported that she bent over and ¿felt a popping sensation in the middle of her back¿ near her lead insertion site. X-rays revealed one of the patient's leads had migrated. Subsequently, the patient underwent surgical intervention at which the lead was explanted and replaced with a new one. Effective stimulation was restored following the procedure. It is unknown which lead migrated. Therefore, all suspected devices are being reported.